Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37651 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(4) im planted: explanted: product type recharger h3. Analysis of the desktop charger (serial number # (B)(4)) found that the cable assembly was replaced due to broken connector tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a blank screen on the recharger, but the device wasn¿t beeping. Plugging the recharger into the ac power source resulted in the screen coming up to recharge the recharger. There was a light on the desktop charger, but the connector pin seemed a little bent. A replacement desktop charger was sent. It was further reported that the new part for the charger didn¿t help and still wasn¿t charging the recharger. It was stated they were sent the power box. The patient indicated their hands weren¿t working as it was not charging and hadn¿t for 4 weeks. A replacement recharger was sent. The patient was implanted for essential tremor and movement disorders.